Event description:
During remote monitoring, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. As the patient was not pacemaker dependent, no intervention was performed at this time. The patient was stable and will continue to be monitored.